Manufacturer narrative:
The device has been received for evaluation; however, evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
Received info that pump has stopped all insulin delivery. The impact to the customer is unk.